Event description:
It was reported by the patient that they had pericarditis and were concerned about the potential they may have an allergy to their right ventricular (rv) and right atrial (ra) leads. Follow-up was conducted to obtain information on the patient and whether the episode was lead related, but the attempts were unsuccessful. Records indicate the rv and ra leads remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).